Event description:
The report received indicated a patient suffered a thrombotic event and a stent fracture nineteen months after the stent was implanted. The index procedure was elective, the target vessel was mid left anterior descending coronary artery described as 2.75 x 18mm long, de novo, eccentric, bifurcated and flexion with a type b2 classification. The vessel was pre dilated with an unk 2.5 x 15mm balloon at 18 atms for 20 seconds. A 3.0 x 33mm cypher was implanted distally at 12 atms for 20 seconds and a second 3.0 x 13mm proximally at 16 atms for 20 seconds overlapping the first. Post dilatation was conducted with a 3.25 x 15mm unk balloon at 16 atms for 15 seconds. The residual stenosis was zero. Nineteen months after the procedure the patient presented with unstable angina. Coronary angiogram revealed a thrombus in the distal cypher. The thrombus treated by aspiration and balloon angioplasty. Intravascular ultrasound performed also revealed a fracture at the flexion, at the same location of the thrombus. The fracture was covered with a 3.0 x 16mm taxus stent. According to the physician, the possible cause of the thrombotic event was due to the stent fracture.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.